Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 4.1 mmol/l. The caller stated that the insulin pump had been kept in her top, although no buttons had been pressed for more than 3 minutes, and she normally kept the device in her pocket. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip.